Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation / ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 450cc saline prosthesis and experienced right sided deflation post procedure. The deflation was noted by the patient on (B)(6) 2018. In addition to the right sided deflation, bilateral grade 3 ptosis and partial left deflation was noted during reoperation. Bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6) 2019. The right sided deflation was reported initially under 1645337-2019-07927 on 01/14/2019. On 10/10/2019 received additional information and initial awareness of the left sided deflation and bilateral ptosis. This report relates to the left prosthesis.